Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to connect to the ipg with external device. Reportedly, the patient underwent a surgery without setting the system into surgery mode. Troubleshooting was able to resolve the issue. Therapy was resumed.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.